Manufacturer narrative:
Eval of the returned device confirmed that the distal tip/marker band was not present on device. Based on the investigation, the separation of he distal tip/marker band is likely to have occurred as a result of shaping the tip of the catheter. The instructions for use warns "prior to use, inspect the catheter tip for any damage that may have resulted from shaping. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel trauma or tip detachment during steering maneuvers." In addition, the IFU states, "multiple shaping [of tip] is not recommended.

Event description:
Treatment of an aneurysm. It was reported during catherization of the aneurysm, the distal marker band was not observed under fluoroscopy. Upon retrieval of the catheter, the distal marker band was confirmed missing. The catheter was reported to have been shaped three times during procedure. The pt was reported to have a slight left hemiparesis.